Event description:
The health care provider (hcp) reported through a company representative that the patient had complained of a loss of bladder control. It was determined that the patient had a granuloma at the tip of her intrathecal catheter that needed to be removed based on an MRI. It was unknown when the MRI was done. The MRI determined that a granuloma had formed around the catheter tip in the area of t12 in the thoracic spine. A surgical laminectomy was performed on (B)(6) 2015 at (B)(6) to remove the granuloma. A small segment of the catheter tip was removed approximately 6mm by opening the dura and exposing the catheter tip. The tip was removed along with the granuloma formation and sent to pathology. The issue was resolved. The patient¿s status at the time of this report was alive ¿ no injury. The patient¿s pump delivered prialt/ziconotide at a concentration of 10 mcg/ml and a dose of 5.4 mcg/day. The pump delivered fentanyl at a concentration of 5000 mcg/ml and a dose of 2702 mcg/day. The lot numbers were unavailable. The other medications the patient was taking at this time were unavailable. The indication for use was non-malignant pain. Additional information pertaining to the patient¿s medical history was unavailable. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8598, lot# b006027n49, implanted: (B)(6) 2004, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).